Event description:
It was reported that allegedly during treatment of a lesion in the superficial femoral artery, two pta balloon catheters became lodged in the introducer sheath and could not be retracted. Reportedly, one of the balloons was used to successfully predilate the lesion, however could not be retracted through the introducer sheath. Therefore, the physician removed the sheath and the balloon catheter simultaneously. Subsequently, the physician implanted a biliary stent and advanced a second balloon catheter for post-dilatation. Successful post-dilatation was performed; however, the second balloon catheter could not be retracted though the sheath. The physician removed the balloon catheter and the sheath as a single unit. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The complaint sample was discarded by the facility, there for a sample eval could not be performed. This is the first complaint for this lot number. The current IFU (information for use) states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guide wire/introducer sheath as a single unit.